Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, the two devices' jaws did not close and the ratchet lock broke. They changed to a new device to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the returned products noted that the ratchet switch was broken off on one of them. A functional evaluation found that the jaw rotation worked without difficulty on both devices. The jaw toggled and functioned without difficulty on both devices. Ratchet switch function would not lock into place on the broken device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. Replication of the reported condition may occur when improper or excessive force is exerted on the device. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.